Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting without the white depth guide, the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate use or handling of the device. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). H11: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per the results of investigation performed, the device was returned in the pret2/postt1 setting without the white depth guide, the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy; therefore it can be concluded that with the initial information provided of the case, the t1 implant was the one that dislodged from the meniscus and was removed. This event does not represent any medical intervention and the procedure was successfully completed using a back up device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a meniscal repair, a fast fix t implant came off the meniscus when the deployment knob was depressed. It unknown which t presented the issue, however the one/s that was already deployed through the meniscus, was removed. Surgery resumed after a non-significant delay of 10 minutes with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).